Manufacturer narrative:
(B)(4).

Event description:
An endurant and aneurx stent graft systems were implanted in a patient for the endovascular treatment of an 8.6 cm in diameter abdominal aortic aneurysm. The patient's spouse reported the following: the patient had been having regular ultrasounds every 6 months. The most recent appointment was for back pain and they discovered the graft had migrated and was "floating" and not doing any good. The patient had new stent grafts implanted (unknown brand) and had a heart attack 2 weeks later. Aneurysm in the beginning was 8.6 cm in diameter and remained the same size over the next three years. Currently the aneurysm is approximately 7.6 cm in diameter. The newly implanted stent grafts were implanted above the renal arteries and a bypass was done. The patient¿s spouse stated that the physician attempted a fenestrate the stent graft but was not successful. That was all the information that the patient¿s spouse was able to provide. There is no further information available. No additional clinical sequelae were reported.